Event description:
It was reported that the balloon catheter was prepped and when it was inserted into the pt and inflated, no contrast could be seen on fluoroscopy and it was not known if it was inflated or not. When the balloon catheter was removed, the balloon was in fact inflated. No pt injury was reported.